Event description:
It was reported the patient had greater than fifty percent symptom reduction. The patient¿s new generator did not work. The patient was experiencing shooting pains in their perineum. The loss of therapeutic effect was sudden. The issues were ongoing. Eleven days later, the system was replaced. The left lead was replaced due to malfunction. The new lead on the right was providing effect.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va0llse, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation and a sudden loss of therapeutic effect. The patient only had bowel movements when trying to urinate. There were no falls or trauma associated with the issues, but the lead might have moved. The patient experienced soreness in the buttocks. The issues started after the last two times they increased stimulation. Programming adjustments had been performed, but not a program change. While on the call, the patient switched programs and started to increase stimulation. The patient then experienced poor communication and could not increase past 0.4 v. The patient could not adjust both with and without the antenna attached. The programmer would not connect. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient¿s system was replaced due to separating from where it was supposed to be. There were no falls or trauma associated with the issue.

Manufacturer narrative:
(B)(4).